Event description:
A site bio-med representative reported that, while in a spine procedure, after acquiring a 3d spin that transferred to the navigation system, one of the trajectory views was flipped l/r. The images were in correct orientation with the 3d rendering on the navigation system and the o-arm. They were able to correct the orientation in the synergy spine software to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. Per the site representative, bio-med, this issue happens intermittently. No patient files/exams have been returned to manufacturer for evaluation.